Event description:
It was reported a cot drops have occurred on a cot. The customer could not determine serial number, nor number of times cot has dropped. In some instances, a patient was onboard. The customer also stated workman's compensation claims have been filed, but could not indicate the extent of the alleged injuries, date of events, or any other specific information.